Manufacturer narrative:
Nova biomedical awaits the return of the device for evaluation. Should any significant findings be a result of that evaluation, a follow-up report will be filed.

Event description:
It was reported to nova biomedical that a consumer received blood glucose readings of 47 mgd/l on his blood glucose meter and 146 mg/dl on an accucheck brand meter. The difference in those readings was determined to be clinically significant. No decision to treat was reportedly made with these readings. The meter will be returned for evaluation.